Manufacturer narrative:
Additional information was requested. Return request has been sent to the representative. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to a product performance issue. The lead was removed prior to pocket closure. A similar lead was used to complete the procedure. No adverse patient effects were reported.